Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nitro infusion intended to run at 3ml/hr. Or 10 meq./min. Appeared to be dripping faster than programmed and had infused 100ml in 30-40 minutes. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pump module appeared to be dripping faster than programmed and infused too fast was not confirmed. Physical inspection a presence of a 3rd party latch/sear components from an unknown manufacturer. Review of the log shows that on (B)(6) 2015, the module was infusing nitroglycerin. The user entered a dose of 10mcg/min, vtbi of 3ml, and started the infusion. A rate of 3ml/hr was auto populated when the dose was entered. During the nitroglycerin infusion the user paused the infusion program three times; the reason for this could not be determined. Flo-stop open and patient side occlusion alarms also occurred during the infusion. On (B)(6) 2014 at 12:57 am the user powered off the pump module. The primary volume infused was recorded as 2.796ml. Rate accuracy testing was performed and the device was within specification. The root cause was identified as user error. It should also be noted that the customer is using third party latch/sear components.